Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering department with an unsigned note that indicated an error code. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the rptr upon query by hospira personnel.